Manufacturer narrative:
(B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms not functional. The key failure identified on the irs is the pc board is defective. However, the short circuited power switch listed as an additional failure is more than likely the underlying cause of a non-functioning alarm.